Event description:
It was reported that, "broached and reamed to a pressfit 9, utilizing cea instrumentation then properly inserted implant and sat approx 2cm proud. Surgeon popped out stem and measured the broach and stem. Noticed the actual implant was 3mm thicker than the broach. Surgeon chose to use a #9 127 neck angle and that fit perfectly."

Manufacturer narrative:
Evaluation summary: the results of the investigation indicated that the reported event could not be confirmed. The stem was found to be within dimensional specifications. The associated broach was requested but was not returned to (B) (4). If additional information becomes available, this investigation will be reopened.